Manufacturer narrative:
If implanted, give date: unknown, information not provided. If explanted, give date: unknown, information not provided. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It is reported that the preloaded monofocal intraocular lens(iol) was defective. No information about the replacement lens.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: aug 22,2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection was performed on the suspect product and found the plunger rod was partially advanced. The cartridge tip was damaged/bent in a way consistent with damage that occurred during shipping and stress marks were observed on the cartridge tip consistent with a used device. The lens module was inspected, and no damage or viscoelastic residue were identified. The device assembly was inspected, and viscoelastic residue was below the lens module indicating an excessive amount could have been used. The plunger rod advancement was inspected, and no resistance was felt. No lens was received for evaluation. No further evaluation was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.